Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 5. The drain volume was 3657ml. This drain volume meets iipv criteria. No patient injury or medical intervention was reported.

Event description:
Caller states patient tested 4.1 inr on the coaguchek xs system while a comparison lab returned as 3.0 inr. Patient had a nose bleed; no medical treatment required. No adverse event related to the device was reported. Requested return of suspect system, and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).